Manufacturer narrative:
Not enough information was provided to complete an investigation of the reported event. The root cause could not be identified conclusively. (B)(4).

Event description:
Communication received from the reporter indicates no issues are any longer seen with the patient. Reported haze and blurred vision are resolved.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A surgery coordinator reported corneal haze and blurred vision at one week post custom enhanced corneal treatment. Additional information is requested.